Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this device was emitting tones. The battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 28% to 12% over the course of seven months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The following week, the patient reported hearing beeping tones from the device, and an interrogation showed a battery depletion (bd) error. Technical services discussed this was expected behavior, as with the last device interrogation, a software update was performed that included an enhancement to the existing bd alert to enable detection of premature battery depletion sooner. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that this device was emitting tones. The battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 28% to 12% over the course of seven months. A request was made to have technical services analyze data from this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The following week, the patient reported hearing beeping tones from the device, and an interrogation showed a battery depletion (bd) error. Technical services discussed this was expected behavior, as with the last device interrogation, a software update was performed that included an enhancement to the existing bd alert to enable detection of premature battery depletion sooner. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported. Additional information was received. The decision was made to not replace the device and to deactivate therapies. At this time, the patient had not presented to any appointments to turn therapy off but does have an appointment scheduled for this month.

Manufacturer narrative:
This report will be updated when additional information is received. As no further information regarding this event is expected, our investigation is complete. This report will be updated should pertinent information be provided in the future.